Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation as well as unintended muscle stimulation. The lead was explanted and replaced. The date of implant was requested but was not provided to the manufacturer.

Event description:
Follow-up information indicated that the patient is receiving effective stimulation.